Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed as planned as the system was working but with low space in the image disk and it don¿t cause impact in the procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that the angiograph continuously showing a memory full message even after deleting images from previous exams. Analysis of system log file does not show any errors. To resolve the issue, rse recreated image storage and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produces an image disk full error even when the images from previous images are deleted. There was no reported patient or user harm. A philips remote service engineer (rse) remotely connected to the system, rebuilt the database, and returned the system to good working order.